Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They replaced positioner motion controller. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the gantry door cannot open after the system shoot confirmation image. Also reported that image acquisition system (ias) pendant display "system initializing, please wait." Troubleshooting done, logs says error on position controller. -access the image acquisition system (ias)desktop and see the 3 motion control and confirmed positioner motion was not responding. -try ping 192.168.10.200, no respond. -checked positioner motion controller connection and reset it but got same issue. Probable cause was probable dead positioner motion controller. There was no patient involved.